Event description:
It was reported that at follow-up, an alert was received for possible output circuit damage. Low impedance was found. Several aborted charges were observed. Lead anomaly is suspected. System to be revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.